Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the "device failed to discharge." The device was reported to be in use on a patient. We are considering this a serious injury because the patient outcome is currently unknown and/or could have been life-threatening. Additional details have been requested.

Manufacturer narrative:
This report was discovered to be a duplicate of pr 9850207 submitted as MDR number 1218950-2019-07768. Device investigation is pending, and will be updated as part of MDR 1218950-2019-07768 upon completion.